Event description:
False reactive advia centaur hbsag results were reported by the customer on two pt samples that were unconfirmed by confirmatory test results. Repeat testing was performed and the results were non reactive. A corrected report was provided by the customer. There was no known report of pt treatment being altered or adverse health consequences due to the reported false reactive advia centaur hbsag assay results.

Manufacturer narrative:
There are no known system issues that may have contributed to the discordant false reactive advia centaur hbsag test results. The customer did not follow the IFU interpretation of results for confirmatory testing. The confirmatory IFU interpretation of results states: samples are reported as invalid if the sample run with reagent b is below the cutoff value of the advia centaur hbsag confirmatory assay. The assay is invalid and should be repeated. If the interpretation is invalid after repeat testing, it means a valid result cannot be obtained with this sample and a new sample should be obtained. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
There are no known system issues that may have contributed to the discordant false reactive advia centaur hbsag test results. The customer did not follow the IFU interpretation of results for confirmatory testing. The confirmatory IFU interpretation of results states: samples are reported as invalid if the sample run with reagent b is below the cutoff value of the advia centaur hbsag confirmatory assay. The assay is invalid and should be repeated. If the interpretation is invalid after repeat testing, it means a valid result cannot be obtained with this sample and a new sample should be obtained. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
False reactive advia centaur hbsag results were reported by the customer on two pt samples that were unconfirmed by confirmatory test results. Repeat testing was performed and the results were non reactive. A corrected report was provided by the customer. There was no known report of pt treatment being altered or adverse health consequences due to the reported false reactive advia centaur hbsag assay results.